Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the low speed event captured in the submitted log files. The submitted log files captured a transient low speed event at timestamp 348 days, 18 hours, 5 minutes when the speed momentarily decreased below the low speed limit with associated low speed hazard and low flow hazard alarms. The low speed event was associated with an elevation in pump power and pulsatility index (pi). The associated voltage levels indicated that the low speed event occurred while the white power cable was connected to a power module and the black power cable was connected to battery power, indicating that the system was grounded. Based on past experience with the heartmate ii lvas and similar reported events, the log file data appears consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline severed approximately 2¿ and 5¿ from the pump housing. The distal portion of the driveline measuring approximately 30.5¿ with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the driveline found all wires to be electrically intact. The outer jacket appeared unremarkable and the bionate layer was discolored brown on the distal segment but was otherwise unremarkable. Visual and microscopic inspection of the underlying wires revealed a breach to the insulation of the orange wire adjacent to the pump housing. Additional breaches to the insulation of the black, brown, yellow, and green wires were observed approximately 2.75¿ from the pump housing. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation, which confirmed the insulation breaches to the orange, black, brown, yellow, and green wires. No additional areas of compromised wire insulation were found. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of the orange, black, brown, green, or yellow wires contacted the braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the low speed event confirmed through the submitted log files. Incidental findings: visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, reddish color, and grainy surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy the investigation results will be provided in the final report.

Event description:
It was reported that the patient had an event on (B)(6) 2021 at the regular outpatient appointment which was suspected of driveline fatigue. The facility's medical engineer connected the system to the power module (pm), the pump speed dropped to 2000 rpm. At that time, the patient was asymptomatic. When the patient connected to the pm at home, the patient heard several intermittent sounds. The patient was connected to the battery and hospitalized after the medical engineer confirmed dropped pump speed at the outpatient. Log file submitted did not reveal any speed drops to 2000 rpm. The current set speed of the pump was 8600 rpm. The average power ranged from 4.1 watts to 5.9 watts. The average pulsitility index (pi) ranged from 5.5 to 7.1 and the average flow ranged from 3.2 lpm to 4.2 lpm. The patient was connected to a power module at the end of the log file. Otherwise, the patient was on battery power. The log file captured routine events, there were no notable alarm conditions or parameter changes. During the analysis of the log files, observed on log file (B)(4) the low speed operation where speed drops were as low as 2200 rpm. This issue only appeared to be occurring while the vad (ventricular assist device) was connected to the power module. There were also 116 pulsitility index (pi) events seen in the log file. The cause of the reported event was not identified. The clinical team was to check if further low speed operation alarms and/or pump stop alarms occured while on pm operation during the day under the clinician's watch. The patient felt sick when the speed dropped to 2000ish rpm. The patient was hospitalized to see if further alarms occurred. No additional information provided.

Event description:
Additional information reported that the patient heard the intermittent alarms a week before their regular clinic visit. At the regular clinic visit, the history had low speed operation. Then, the log file was reviewed on (B)(6) 2021 to (B)(6) 2021. Abbott tech review suspected driveline issue. The patient was asymptomatic and hospitalized on battery power. The patient underwent a pump exchange on (B)(6) 2021. No additional information provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Additional information reported that after the pump exchange while in the hospital the patient experienced major bleeding in their abdominal cavity on (B)(6) 2021. Related manufacturer report number MFR # 2916596-2021-06381.